Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not distributed in the united states but is similar to device marketed in the USA. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during surgery the pfna blade could not be locked through the anti-rotation mechanism. The device was changed to a new blade and did not show any problems when locking. There was a 45 minutes surgical delay. Procedure was completed successfully with new implant. Patient outcome was reported as no different from expected. This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 04.027.038s lot: l777431 manufacturing site: (B)(4) release to warehouse date: 20 feb 2018 expiry date: 01.feb 2028 the device history record shows this lot of 39 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows signs of use, such as scratches on the sleeve. Functional test: during the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required. Function test was performed with one of our impactors 356.823 and did not show any abnormalities. Summary: the returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor 356.823 (sample). The review of the device history record revealed that this implant was manufactured in february 2018. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.